Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge and boot failed; receiver intermittently turns on. Therefore, functional testing could not be performed. The receiver log was downloaded and reviewed. Log review showed several gaps on diagnostic chart within the investigation window. Interior inspection was performed, and the battery was discovered to be defective with a cracked battery control chip. Confirmation of the complaint was confirmed via product. The root cause was determined to be a defective receiver battery causing lost connection between receiver and transmitter.